Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken and the hanger assembly was missing. It was also found that the lower case was broken.

Event description:
It was reported that the external pulse generator (epg) had damaged connectors and was missing a hook. The epg was returned for repair and calibration. No patient complications have been reported as a result of this event.